Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station with multiple hardware failure errors. The drawer 2.1 and 2.2 where in failure along with 4.1 drawer did not recognize cubie pockets. A field service engineer (fse) reseated and cleaned row board connections and the drawer was disassembled, and debris from packing materials and other items was found beneath the cubie trays. Inspection revealed a nicked row board cable, which was replaced as needed; however, the error persisted. The controller card was retested and, although it was within tolerance, it was replaced as well. The drawer was still unable to properly recognize the cubie pockets and replaced the failed drawer to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 pocket a4 and drawer 4.2 pockets c3 and e1 required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.